Event description:
It was reported that the patients lead was coming out through the skin which resulted to infection in the midline incision site. It was stated that the infection was device related. The patient underwent an explant procedure and the explanted device was discarded by the medical facility. No device malfunction suspected. The patient was placed on antibiotics and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred four weeks prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7076047. Product family: scs-ipg-r-MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 373829.